Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized with diabetic ketoacidosis and high blood glucose on (B)(6) 2012. Customer's blood glucose at the time of the emergency room visit was over 1000 mg/dl. Customer experienced stomach pain. He was stabilized and released. The customer had not been wearing the insulin pump for 4 days. The customer also reported the belt clip broke. The insulin pump was not replaced.